Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8711, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 8.0mg/ml at 0.38mg/day and marcain 4.0mg/ml at 0.19mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient experienced cessation of effective therapy despite increased dosages. The catheter was suspected to not be working properly, so the patient was brought to the or (operating room). Upon catheter explant, several of the fenestrations at the catheter tip were noted to be occluded when saline was flushed through the spinal segment of the explanted catheter. A new catheter was implanted. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. The reporter was not aware of any diagnostics or troubleshooting performed. The issue was resolved at the time of the report and the patient status was noted as ¿alive, no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter body found dark residue occlusion in dispensing holes that was event related. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.